Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter. Product ID: 2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive and via imaging it was shown that the cardiac shadow pulsation disappeared, and imaging confirmed that an acute cardiac tamponade had occurred. The case was aborted. The patient was not under general anesthesia. The tamponade was then treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the cardiac tamponade resulted in a pericardial effusion. The patient was sent for surgical treatment, the type of intervention is unknown. The patient's hospitalization was extended and is still currently under hospitalization.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0012085619 was returned and analyzed. Visual inspection of the shaft area was performed and identified a shaft kink/twist at approximately 2 inches from the tip. The performance test with sentinel blackbelt leak tester was performed. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 psig showed the pressure decay in the device was 0.044 psig (should be less than 0.3 psig). The pressure test with 30 psig showed the pressure decay in the device was 0.044 psig (should be less than 0.3 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.020 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.